Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was not confirmed. The autolube-iii_ao foot control met all specifications, and no problems were noted. (B)(4).

Event description:
Reporter form the us reported that the device made a fluttering noise and didn't sound like it was running up to speed during setup prior to surgery. The device was not used in surgery. No injury or medical intervention occurred. If any additional information should become available, this notification will be updated accordingly.